Manufacturer narrative:
Patient information unknown. (B)(4) lot number unknown. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of a drill bit broke during an open reduction internal fixation (orif) of a metacarpal fracture on (B)(6) 2017. The surgeon was using the drill bit to create a pilot hole when an approximate 10mm piece of the tip of the bit broke off. There was a reported five minutes surgical delay when the broken tip was identified. It was determined that the fragment could not be retrieved and would be left in the patient¿s bone. Additional x-rays were taken to determine fragment placement. The final construct included a plate with seven to eight screws implanted. The procedure was successfully completed with the patient in stable condition. Concomitant device reported: stryker power drill (part #unknown, lot #unknown, quantity 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4). Device history records review was completed for part# 03.114.007, lot# u228356. Supplier- orchid unique, release to warehouse date: sep 01, 2015. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product development investigation was completed. A visual inspection under 5x magnification, dimensional inspection, device history record (DHR) review and drawing review were performed as part of this investigation. This complaint is confirmed. One drill bit was received at cq for evaluation with the distal tip sheared off. The distal tip fragment was not returned for evaluation. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device is already broken. The returned drill bit outside diameter nearest the location of breakage measured 1.10mm (calipers ca592) at cq which is within specification of 1.086mm to 1.114mm per product drawing. Drawing was reviewed during this investigation. No product design issues or discrepancies were observed. Root cause was determined as most likely due to excessive force or using worn/dull drill bit and counteracting the dullness with increased axial or off-axis force/pressure leading to the device breakage. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.